Event description:
As reported, approximately six years post initial tha, patient was revised due to pain and wear per surgeon. Patient was revised with same sizes but with vit e poly. There was no breakage or surgery delay was noted. Patient had good range of motion (rom) and stability. Patient left in stable condition. The devices are not available for evaluation. No further information available.

Manufacturer narrative:
Concomitant medical products: 4.5mm drill bit 30mm (cat#: 101-45-30 / serial#: (B)(4); biolox delta femoral head 32mm od, +3.5mm (cat#: 170-32-03 / serial#: (B)(4); alteon 6.5mm screw, 20mm (cat#: 180-65-20 / serial#: (B)(4); integrip cc, cluster 50mm, g1 (cat#: 186-01-50 / serial#: (B)(4); wedge plasma x/o sz 7 (cat#: 188-01-07 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on the available information, the revision reported may have been the result of pain and a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear but not limited to the combination of largest available femoral head and/or thinnest available acetabular liner. However, the photographed acetabular liner and radiograph do not show signs of wear that are inconsistent with being implanted for approximately 6 years.